Event description:
Lone star stay broke during bladder surgery. The hook became trapped inside the incision, which could not be retrieved. He reported "...a section of the device hook estimated to be 2-3cm was inside the pt just above the pubic bone, in pretty far."

Manufacturer narrative:
This is the first complaint of its kind. (B)(4) stays are silicone molded and are known to break if excessive force is exerted either due to user error or with usage of a sharp device while positioning/anchoring the stay tail during surgery. Without add'l info such as lot number that the complaint unit belonged to or any other device if used with the stay during the surgery, the exact root cause of stay break cannot be determined. F/u calls have been placed to attain add'l info, should the lot# be determined there will be supplemental info. (B)(4).